Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02nov2020.

Event description:
It was reported that the ventilator, while in use, internal battery alarm began flashing on the ventilator. The respiratory therapist (rt) moved the ventilator plug to multiple outlets however, the alarm would not stop flashing. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Philips followed up with the hospital biomedical engineer department. The customer reported that the ventilator was plugged into an outlet and was working fine. The device alarmed and it shutdown. The biomedical engineer evaluated the unit and found that the power supply was bad. The biomedical engineer reported that the ventilator was plugged into an alternating current (ac) outlet but the unit was running on battery until it was depleted. The rt was not aware that the unit was running on battery because the light emitting diode (led) indicator was not lit. The battery was not charging anymore because of the bad power supply. The customer reported that the power supply was replaced and the ventilator passed all testing.